Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, an attempt was made to insert the capsule endoscopically, but the capsule did not attach in the desired position and detached, making it impossible to complete the examination. The patient remained stable and continued to receive post-sedation care. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, an attempt was made to insert the capsule endoscopically, but the capsule did not attach in the desired position and detached, making it impossible to complete the examination. The capsule was then found in the patient's mouth and the doctor had to remove it with his own hand. The patient remained stable and continued to receive post-sedation care. There was no patient or user harm. No lubricant was used to facilitate the placement of the capsule.